Manufacturer narrative:
The manufacturing records for the onxaap-25, sn (B)(4) were reviewed by quality assurance/quality control (qa/qc) and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review of the available information was performed. A (B)(6) male patient implanted with onxaap-27/29, sn (B)(4), on (B)(6) 2017 and required intervention explant on (B)(6) 2018 and subsequent replacement via onxaap-25, sn (B)(4), due to unknown reasons. The patient is reported to have died on (B)(6) 2018 due to unknown cause. Multiple attempts to obtain additional information were made without success. No additional information on the nature of the explant and death is available. There is not enough information to say what, if any, relationship the events had to the valve. Nevertheless, the instructions for use lists reoperation and death as a potential complication following aortic valve replacement [IFU].

Event description:
According to initial reports, onxaap-27/29 ,sn (B)(4) implanted (B)(6) 2017, explanted (B)(6) 2018 and replaced with the onxaap-25, sn (B)(4). Patient death (B)(6) 2018, discovered via internet search. This investigation will be relegated to the onxaap-25, sn (B)(4).

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, onxaap-27/29 sn (B)(4) implanted (B)(6) 2017, explanted (B)(6) 2018, and replaced with the onxaap-25 sn (B)(4). Patient death (B)(6) 2018, discovered via internet search. This investigation will be relegated to the onxaap-25 sn (B)(4).